Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon rupture". Additional information states that another catheter was inserted to continue therapy. The patient's current condition is reported as "alive". Please see associated MDR# :3010532612-2024-00677.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "balloon rupture". Additional information states that another catheter was inserted to continue therapy. The patient's current condition is reported as "alive". Please see associated MDR# :(B)(4).